Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving gablofen (unknown concentration and dose) via an implantable pump for intractable spasticity. The patient¿s baclofen pump was replaced on (B)(6) 2016. The patient presented to the clinic on (B)(6) 2016 and reported signs of overdose, including lethargy, excessive sleeping, hypotonia, refusing to eat and drink, increase in drooling, shallow breathing, hypoxia, decreased mobility. An examination on the same date revealed respiratory depression and the patient was ¿no longer able to scoot.¿ the device diagnosis was overdose after pump replacement. The clinical diagnosis was baclofen overdose. The pump was reprogrammed on (B)(6) 2016; the rate was decreased. Medical or non-surgical therapy was performed; a bi-pap and oxygen were provided. The event resulted in in-patient hospitalization, an emergency room visit, and an unscheduled clinic or office visit. The event was related to the device/therapy. The event was related to the implant procedure (surgery/anesthesia). The event resolved without sequelae on (B)(6) 2017. No further complications were anticipated. Additional information was received. The etiology now included ¿programming/refill.¿ the device diagnosis was updated to ¿not applicable.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient¿s dose was decreased from 500 mcg/day to 450 mcg/day after replacement, then increased to 500 mcg/day on (B)(6) 2016. The patient was discharged from the hospital on (B)(6) 2016. On (B)(6) 2016, the patient was admitted to ¿picu¿ and their pump was reprogrammed. The dose was decreased to 250 mcg/day. Their pump was reprogrammed again the next day; their dose was increased to 300 mcg/day. On (B)(6) 2016, the patient presented to the clinic. They continued to be tired and sleep more than baseline. Their pump was reprogrammed; the dose was decreased to 275 mcg/day. Their pump was reprogrammed again on (B)(6) 2016. The event resolved without sequelae on (B)(6) 2016. Additional information was received. Programming was determined to be the cause of the baclofen overdose after replacement. It was further reported the overdose was likely related to the difference in rate of delivery from pump to pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.